Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. There was no damage observed on the keypad and all the buttons were responsive to user input. Keypad was removed and all button contacts were free of contamination. The device was opened and there was moisture throughout. Unrelated to the original complaint, it was noted that there were two battery compartment cracks: one on the left of the bumper pad and one below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.